Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump was unable to perform the displacement test due to missing retainer. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 183 mg/dl. The customer stated that crack was seen on insulin thread ring. The product was returned for analysis.